Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. This was determined while inspecting the device. There was no pt involvement and no allegation of adverse consequences associated wit this event.

Manufacturer narrative:
The device has not been returned to the manufacturer yet, but attempts are being made to retrieve the device. A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. The issue will be monitored and reviewed in accordance to the CAPA procedures, and if any corrective actions are required they will be captured and initiated through this process.